Manufacturer narrative:
The sample has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once it is completed.

Event description:
Upon attempting to gain vascular access, the fellow noticed air being entrained into the syringe. Upon close inspection he noticed the hub of the needle was cracked. He was then given a new needle to use and the same issue happened. A third needle was opened and happened again. All were from the same lot. Finally, staff found the same type of needle from a different lot # in another lab to use for access. No harm was made to the patient that we are aware of.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.